Event description:
Boston scientific received information that shortly after implant this right ventricular (rv) lead exhibited a sudden increase of pacing impedance measurements, but later decreased within normal limits. The lead tip appeared to have advanced forward based on fluoroscopy images however an echocardiogram and computer tomography scan did not identify a perforation. More recently the lead was found to have increase threshold measurements and loss of capture (loc) due to lead dislodgement. The lead was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.